Event description:
Pt reported obtaining back-to-back blood glucose results of approximately 500 mg/dl (pt could not recall exact value) and 105 mg/dl, while using the suspect device. Pt indicated that therapy was not modified based on these results. No pt injury was reported and no treatment was received. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.